Manufacturer narrative:
The weight, gender and age of the patient are not known to the manufacturer. The general history of similar devices from controlled inventory was considered.

Event description:
Bowel injury. Treated with antibiotics.